Event description:
It was reported a patient underwent an pancreaticoduodenectomy on (B)(6) 2022 and a drain was used. On the morning of the 4th postoperative day, in the ward/ICU, the drain was cut off at the insertion site. Fortunately, the product remained under the skin, so it was removed under local anesthesia. The product is significantly pulled by pulling and pulling out several times at the insertion site, an additional incision was made to remove the drain. The drain was not reimplanted. There was no change in the patient's condition due to the drain. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information provided: the customer regarded the drain and reservoir as ¿one drainage system.¿ thus, it regarded this issue as an ¿issue with the system.¿ therefore, it returned the both of the drain and reservoir. It was reported by the sales rep that the customer have no additional complaints regarding product. It is unknown if the lot number: j2147307 is the correct lot number. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was the drain ¿cut¿ or ¿broken¿? Were there any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? Was there any anomalies or damage to the drain noted during placement? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? Was another product used? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? If applicable, will product be returned? If so, please provide the return date and tracking information. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). H3 evaluation: product sample received for analysis. One used sample in two pieces was received for evaluation, during inspection it was found that the drain was cut-off from the hub area, which was likely happened due to sharp object used during surgery, thereby external factors like improper handling, improper usage at user end could not be ruled out. Further investigation of the sample was not possible as these factors are out of scope. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please confirm this is not a duplicate events: (B)(4) and (B)(4)? This is not a duplicate. Procedure name? No further information is available. Was the drain ¿cut¿ or ¿broken¿? Cut were there any intra-operative complications? If so, what were they? No further information is available. Where was the tip of drainage tube located? No further information is available. Was there any anomalies or damage to the drain noted during placement? No further information is available. How was the drain secured? No further information is available. What was the date of first activation? No further information is available. How was the product function verified following the first activation? No further information is available. Who monitored the drainage and how often? No further information is available. Was another product used? No further information is available. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure no further information is available. What is the physician¿s opinion as to the etiology of or contributing factors to this event? No further information is available. What is the patient's current status? No further information is available. Surgeon¿s name? (B)(6) if applicable, will product be returned? If so, please provide the return date and tracking information. The device has been received at sukagawa and will be shipped. Please check rmao. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.